Manufacturer narrative:
(B)(4). The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Upon further query the following information was provided that indicated no flow. It was reported that the tubing set was being used to deliver an unspecified volume of 5% dextrose in lactated ringer's via gravity. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to proximal clave y-site of the tubing set for a piggyback delivery of unspecified antibiotic. The customer contact reported that after the piggyback delivery was started, the solution did not flow from the secondary solution container. It was reported that the male adapter of the previously used secondary tubing set was disconnected from the proximal clave y-site of the tubing set and reconnected to an unspecified y-site of a second unspecified primary tubing set that was in clinical use and the antibiotic therapy was initiated. The tubing set remained in clinical use to deliver the 5% dextrose in lactated ringers. There were no reported adverse patient effects and no delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.